Manufacturer narrative:
American contract systems, inc. (Acs) kansas city where complaint kit was manufactured has now closed. Medical action industries is the relabeller/repackager of the complaint towel component. A photo or sample was not provided by the customer. At the time of complaint receipt, neither acs nor medical action industries did not have any inventory of the towel lot available for further analysis. The device history records (DHR) were reviewed; no abnormalities were found during the production and inspection processes at both acs kansas city and medical action industries. A 12-month review of the trending database shows one past and two recent complaints for the reported issue of lint involving this towel. The towel lot has shipped to various customers with no additional reports on this lot. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this event is not available for evaluation. The towel component manufactured within the pack (731-b4) was supplied by medical action industries. A follow up report will be submitted upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
End-user utilized a major laparotomy pack as well as two packages of sterile blue or towels for procedure. The surgeon used blue towels to line the edges of the incision and placed the bowel on the towels. It was discovered later there were small pieces of blue lint seen on the bowel of the patient. The patient was undergoing an exploratory laparotomy and small bowel resection at the time of incident. The customer reported lint was removed.